Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05636, and 3005099803-2009-05635 for the other associated device information. It was reported to boston scientific corporation that three cellebrity endoscopic cytology brushes were to be used for a bronchoscopy procedure performed on (B)(4), 2009. According to the complainant, during preparation, the brushes were tested outside the patient. When extending the brush forward, the yellow sheath completely detached from the handle. The yellow sheath slipped down (about 10 cm) covering the brush. The brush could not be extended forward anymore or retracted back into the sheath. This happened three times in a row with three separate brushes. The procedure was completed with a fourth cellebrity endoscopic cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).